Manufacturer narrative:
(B)(4). Date sent: 4/9/2024. Additional information was requested, and the following was obtained: 1. Did the jaws eventually open? They never got to open the jaws! 2. If yes, how did the jaws return to the open position?

Manufacturer narrative:
(B)(4). Date sent: 3/22/2024. D4: batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested and the following was obtained: 1. Please provide more details how each issue was addressed both times, arteries was cut near the staple line, leaving it to bleed out and diminish the volume of the arteries so they could just pull it out. 2. Could you please clarify if there were any patient consequences? No consequences for the patients. 3. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No changes in the post-op care. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while using tx30v, once stapling was done, hcp couldn't open the jaws anymore. Said that tissue was stuck at the bottom of the anvil, between anvil and grey plastic thingy. The surgery was delayed by 30 minutes. No patient consequence reported.